Event description:
It is reported that the wrong size burr was in the package. The customer does not know what size was in the package as they immediately disposed of this.

Manufacturer narrative:
Device will not be returned since the device has been discarded. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Please note corrections to the FDA registration number. The MDR was submitted with 0001043534 and should have been reported under 3010667733 registration number: the reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of available stock found no other units from this lot to inspect. A complaint history review found no other similar reports for this catalog/lot combo. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It is reported that the wrong size burr was in the package. The customer does not know what size was in the package as they immediately disposed of this.